Event description:
The patient reported that the down arrow keypad button became unresponsive today. She stated that she changed the battery, and now the button is functioning but is sluggish. The patient noted that the down arrow buttons feels normal when pressed, and stated that all other buttons are functioning appropriately. She confirmed that the keypad is intact, but stated that the ok button symbol is worn. The patient reported that the pump is exposed to water while swimming and showering; and stated that she wears the pump in various places.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.